Manufacturer narrative:
This follow up report is being submitted to report additional information. On (B)(6) 2019, it was reported from tergooi hilversum that the blue locking ring came loose and fell off. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. However, the reported event is related to an issue with the tip lock not properly being retained within the gun. Scar-02299 was created to address this issue. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). A follow up report will be sent once the investigation is complete. Device discarded.

Event description:
It was reported that during procedure the blue locking ring came loose and fell off. Parts fell into operated area and into the patient and were retrieved. There are no consequences for the patient. Procedure continued with the new pulsavac. No delay. No additional consequences were reported.